Event description:
During preventive maintenance service, the manufacturers field service engineer (fse) reported the backup battery was not functional. Power failure due to loss of ac or battery power may result in shutdown of device during normal ventilation operation. The fse replaced the battery to address the finding. Final applicable testing was performed and passed to operating specifications.